Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the bleeding and the hematuria were thought to be caused by the bladder mass malignancy, and were not attributed to the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2023 with driveline drainage and hematuria and the patient was later admitted to the hospital. A computed tomography scan was performed on the patient's abdomen/pelvis and showed a bladder mass. The cultures on the driveline were found to be positive for diphtheroids and the patient was placed on maxiprime (cefepime) and vancocin (vancomycin) which were administered intravenously. On (B)(6) 2023, the patient was taken for a transurethral resection of bladder tumor (turbt) and the biopsy showed that the mass was of a high-grade malignancy. The patient was transitioned to a do not resuscitate/do not intubate status and discharged to a swing bed on (B)(6) 2023.